Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the sureform 60 stapler did not complete cut or staple functions as directed by the surgeon, but just ¿pushed¿ the tissue. The site replaced the sureform 60 stapler with a backup and the issue resolved. The site indicated that the suspect stapler would be returned through return material authorization (RMA). The site called to notify the technical support engineer (tse) after the issue had been resolved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The customer replaced the sureform 60 stapler with a backup and the issue was resolved. The site indicated that the suspect stapler would be returned through return material authorization (RMA) although no instrument was received on which to perform a failure analysis investigation. The site called to notify the technical support engineer (tse) after the issue had been resolved. No site visit was conducted. The system was working properly. If the product is received for a failure analysis investigation or more information is obtained, a follow-up MDR will be submitted. It was confirmed that a bariatric revision surgical procedure was performed on system # sk4035 on 17-oct-2022, no instrument was returned for failure analysis investigation and there was insufficient instrument information to perform a dedicated instrument log review. No image or procedure video was provided. This complaint is not reportable due to the following: it was alleged that the sureform stapler used with an unknown color reload did not complete the staple or cut function, but just "pushed" the tissue. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event of a staple line leak. A backup stapler was used to continue and complete the procedure.

Manufacturer narrative:
An advanced instrument log review investigation was performed on the two sureform 60 stapler instruments used in the procedure on (B)(6) 2022. The first sureform 60 stapler instrument (part #480460-09, lot #l10220905-0351) was installed on the system 6 times and fired 6 reloads (1 black, 1 green, 1 blue, 1 white, 1 black, 1 green, in that order). All installs for this instrument were on universal surgical manipulator (usm) #2. There were no incomplete clamps or firing failures shown in the logs for this instrument. On the 1st and 5th installs, there was a completed clamp and completed unclamp, prior to the firing. On the 1st, 2nd, 4th, and 5th firing, there was a pause for compression. The second sureform 60 stapler instrument (part #480460-09, lot #l12220906-0229) was installed 3 times and fired 3 reloads (1 green, followed by 2 white). All installs for this instrument were on usm #1. There were no incomplete clamps or firing failures shown in the logs for this instrument. All firing was completed with no pauses for compression.